Event description:
Title: intra-aortic balloon pump rupture. This is a pt who underwent coronary bypass surgery x4, and then had an intra-aortic balloon pump inserted. Less than 24 hours, the balloon ruptured. The site reporter states the physician became aware of the rupture because of the following: the alarm alerted low helium volume, blood backed up in the pump tubing, and the pump automatically went on standby. The pt also had a change in vital signs and was receiving 2 units fresh frozen plasma, 1 unit platelets, and albumin, although the exact time pt rec'd these during the procedure is not known. The infusion of these were not thought to have directly contributed to the balloon rupture. The balloon and pump were removed with no sequela to the pt and direct pressure was applied to the left groin. The pt did not require heparin following the removal of the balloon pump. Upon removal of the device the physician did not notice where exactly the balloon ruptured. The site reporter is not aware of any stents/staples close to the site where the balloon ruptured. The device was not kept and none of the identifying info for the device was noted in the medical chart. The site reporter states this is the first such event with this device they have encountered in 5 years at the facility. The site reporter was not sure if the balloon was purchased as a kit which includes the insertion kit material or separately. The pump should receive scheduled maintenance although the site reporter was not sure if this particular pump had been updated on maintenance.